Event description:
Subsequent to the initial medwatch report, additional information was received indicating that there was no resistance noted while turning the arm positioner to either open or close the clip. The arm positioner was in neutral during deployment. The actuator knob was retracted approximately 5-10mm after it was fully unthreaded. Post procedure, the device was rinsed with a solution of sodium chloride and heparin prior to packaging for shipment back to abbott vascular for analysis. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. The reported difficulty deploying the clip could not be replicated as the device was not returned in a condition in which the test could be performed. During testing, in an effort to remove the actuator assembly from the device, the actuator knob was pulled proximally from the delivery catheter (dc) handle, but it was stuck inside the dc and the dc shaft was dissected to facilitate removal of the coupler and mandrel (inner device components). After removal, the mandrel was noted to have broken at the weld and the proximal half of the coupler was observed to be discolored. Additionally, the welded region of the coupler showed evidence of cracking and the l-lock tabs under the (B)(4) microscope noted evidence of scratching on the outer surface, which was likely due to an interaction with the connecter (inner component of the clip that is engaged with the l-lock tabs) during the maneuvers to deploy the clip. Measurements of the inner components of the device related to deployment were further measured and all dimensions met manufacturing specification. There was no other damage noted. Due to the condition of the returned device (clip not returned and broken actuator assembly), the difficult to deploy could not be replicated in a testing environment. Additional information received confirmed that the device was rinsed with sodium chloride (saline) and heparin prior to packaging for return back to abbott vascular. In this case, the noted discoloration and damage to the coupler, resulting in the break at the weld was likely do prolonged exposure to saline and blood during transit back to abbott vascular. This damage does not appear to be related to the reported event. Potential causes for difficulty deploying the clip are, but not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and functioned as expected. Manufacturing engineering further examined the lot to determine if the reported incident could be attributed to the manufacture of the device. The review included an in-depth assessment of actuator mandrel, actuator coupler, threaded stud, and l-lock assembly lots used within the manufacture of the device, as these parts can potentially contribute to difficult/unable to deploy. All lots were confirmed to be within their material specifications based on the incoming quality assurance inspections performed upon receiving these lots. Thus, it does not appear that the reported event was related to the manufacture of the device. In review of the reported incident, including the evaluation of the returned device, and the manufacturing records, there does not appear to be any indication of a device issue. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there were no other incidents reported for difficult or unable to deploy the clip from this lot. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty in deploying the clip may be influenced by patient anatomical morphology and patient disease state (such as such as anatomical morphology/pathology, resulting in increased tension on the device), unintended curves on the device or user technique (such as closing the clip too tightly or not returning the arm positioner to neutral prior to deployment). In this case, it is possible that there were unidentified procedural interactions (curves on the device and/or anatomical conditions) which resulted in increased tension on the device, such that the clip would not initially disengage from the l-lock assembly. Then, as the gripper line was removed, this likely released some of the tension on the device, facilitating the clip deployment; however, this cannot be confirmed. Based on the information reviewed and the evaluation of the returned device, a definitive cause for the reported difficult to deploy could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). The clip delivery system has been received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as it was difficult to release the clip from the clip delivery system during deployment. Although there was no adverse patient effect, if this were to recur, there is potential for patient injury. It was reported that during a mitraclip procedure, during deployment of the clip onto the mitral valve leaflets, all steps were performed as per the instructions for use. After the actuator knob was retracted, the clip delivery system (cds) handle was pulled back, but the clip did not release from the cds. Several unsuccessful movements were performed in an attempt to release the clip. Without any tension on the cds system, the gripper line was removed without any abnormal resistance and the clip was released from the cds. The clip was implanted onto the leaflets. Another clip was then implanted. The functional mitral regurgitation grade was reduced from 4 to less than 1 with the implantation of two clips. There was no adverse patient effect or clinically significant delay in procedure. No additional information was provided.